Manufacturer narrative:
Evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. A review of the device history record and sample test from this lot could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all fusion omni-tome pre-loaded sphincterotome are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: this type of occurrence has been brought to the attention of the appropriate internal personnel in an effort to heighten awareness. No further action was taken at this time. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion pre-loaded omni-tome. The sphincterotome was advanced into position. Incorrect cutting wire orientation was observed during use. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.